Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass noted during testing. The insulin pump was unable to perform displacement test due to lcd physical damage. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
The representative reported via phone call that the lcd screen was bleeding. The representative reported that the insulin pump was dropped. The representative reported that there was crack on screen. The customer's blood glucose was unknown at the time of incident. The representative was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.